Manufacturer narrative:
A full performance verification test was performed, and the issue was not duplicated. The customer reports that the unit has been returned to service.

Manufacturer narrative:
Date of report: 30sep2021.

Event description:
The customer reports that the unit was alarming low leak error. The customer reported that the unit was in use on patient, but there was no patient harm reported. The unit was swapped out. The customer contacted product support and reported has ran the unit and cannot duplicate the issue. Product support advised customer to check the avg. Air and avg. O2 readings at 0 pressure and flow. Avg. Air reads 0.0 avg. O2 reads 0.0 . Customer verified that the external exhalation port is not occluded. Product support advised customer to perform a full pvt to verify operation.